Manufacturer narrative:
Device will not be returned. No eval will be performed. If relevant info becomes available, it will be reported on a supplemental report.

Event description:
Received from the FDA via user-facilities report. Event desc: 4.0mm drill bit tip broke off in knee during anterior cruciate ligament (acl) reconstruction. Bit removed using trephine screw removal set.